Event description:
It was reported that the patient presented in-clinic after several syncopal episodes. Review of the device revealed strips with ventricular high rate activity which appeared to be non-physiologic and low-amplitude. The noise was reproduced by tap on the can. The device sensed the noise and patient passed out. The physician opted to reprogram the sensing to cover the noise. The lead remains implanted.

Event description:
New information received notes the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.